Event description:
The advocate stated the customer received a blood glucose reading of less than 20mg/dl from his contour usb meter, re-tested on a different meter and received 123mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.